Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented remotely via merlin.net transmission after experiencing fatigue, shortness of breath. Upon review of the stored electrograms, non-sustain ventricular tachycardia over sensing (nsrvo) was showing due to post-paced t wave over sensing. The patient did not receive therapy during the oversensing. The implantable cardioverter defibrillator was reprogrammed. The patient's condition was stable.